Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause for the reported device embolization could not be conclusively determined. The patient effects of unspecified infection could not be determined. The reported unexpected medical intervention was results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 07 november 2024, a 3-4mm amplatzer piccolo occluder was chosen for implant with a 4f amplatzer torqvue lp delivery sheath for patent ductus arteriosus (pda) closure in a 3-week-old, 1017g patient. The pda minimal diameter measured 1.7mm. During procedure, the physician confirmed placement of the 3-4mm amplatzer piccolo was in the correct position with no obstruction to the aorta and left pulmonary artery, the device was stable, and there was no clinically significant residual shunt. After the piccolo occluder was deployed intraductally, it embolized into the pulmonary artery. A decision was made to retrieve and explant the device via transcatheter snare. A replacement 4-2mm amplatzer piccolo device was implanted with the same 4f amplatzer torqvue lp delivery sheath. It was then reported catheter infection was suspected and antibiotic treatment was administered. There was no report of any bends/kinks observed in the delivery sheath. There was no report of any contact with intracardiac tissue during occluder deployment. The patient's status was reported as unstable but not related to the event.